Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient met with the rep last week on monday to adjust their programming. The patient clarified that their therapy was working great they simply wanted to charge their ins less often. The patient stated that the rep changed their program to ¿add battery life¿. The patient stated that the next day (about 12 hours after the programming adjustment) they stood up on their boat and they experienced their back-pain return. The patient stated that they changed back to their original program, but this did not resolve the patient¿s therapy issues. Patient services explained that the programming adjustments may mean the original program was not the same as it was originally, but unfortunately patient services did not have access to what changes were done. Patient services offered to assist the patient with their controller to try to adjust their current programming available, but the patient declined. The patient stated that they would prefer to just meet with the rep again. The patient mentioned that they had contacted an hcp previously and there was no appointment availability until (B)(6) but they wanted to address the issue sooner due to the pain. The patient was redirected to follow-up with their healthcare provider (hcp) for scheduling and an email was sent out to the field on the patient¿s behalf as well. The event occurred on (B)(6) 2019 about 12 hours after their programming adjustment, the next day. No further complications were reported/anticipated.